Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient mentioned experiencing a lot of gas and then referenced having some constipation, since the procedure. They also said there is mucus when they pass gas, but didn't specify if this was a preexisting issue. The patient also mentioned having some blood on their bandage as well. As a result of what was reported, they were advised to reach out to their healthcare provider (hcp). Six days later, patient said the "wire slid", so they had to do it again. When asked the date for the wire slid, the patient said "1st evaluation started wed before last." Patient also said they didn't have a bowel movement for the first three days. During the call, the patient connected to their ens, which showed stimulation was on. Furthermore, how to tell if stimulation is on or off, the patient shouldn't change programs unless directed to do so, and having the handset accessible at all times was reviewed with the patient. As a result of what was reported, the patient was redirected to their hcp; they will be going to the hcp's office. They also mentioned they were prescribed penicillin, but the hcp was told 8 times that they are allergic. The patient also said they were trained under anesthesia. That night, the patient said it was horrible and they were up every half hour to urinate. On (B)(6), patient was experiencing gas, having fecal leaking, and accidents. They also said they reached out to their hcp who said they need to drink more. No further patient complications have been reported as a result of this event.